Event description:
This report is filed as a one year follow-up was performed after the implantation of the device and the listed adverse events may have possibly occurred after the (B)(6) 2013 us approval of the mitraclip device. Therefore, this event will conservatively be reported. It was reported through a research article identifying the mitraclip, that the device may be related to the following adverse events: hypertension, renal failure, prolonged hospitalization, surgery and acute impairment of the left ventricular function (afterload mismatch). Individual patient or procedure information was not provided.

Manufacturer narrative:
(B)(4). A failure analysis of the complaint device could not be performed because the product was not returned for analysis. There was no reported device malfunction associated with the cds. This event was captured based on review of the article afterload mismatch after mitraclip insertion for functional mitral regurgitation [fmr]. This event was reviewed by an abbott vascular medical advisor. It was noted that temporary left ventricular dysfunction, secondary to afterload mismatch, occurs in a consistent number of patients with fmr undergoing percutaneous mvr with the mitraclip system. The study suggests that the significant decrease in left ventricular ejection fraction (lvef) in the postoperative period in these patients is because of an abrupt increase in left ventricular end systolic wall stress (lvess) after mr correction, probably because of absent or reduced contractile reserve. According to the data presented, in patients developing acute left ventricular dysfunction, systolic pulmonary pressure does not decrease and rv dysfunction persists or develops. The volume-overload state in chronic mr leads to a progressive impairment in myocardial contractility; myocardial dysfunction is masked by the low-impedance leak into the left atrium that allows the left ventricle to unload throughout the systole. After surgical correction of mr, the total stroke volume must be ejected into the high impedance of the aorta, producing afterload mismatch with a sharp decrease in the postoperative lvef. Such a condition has been associated with persistence of symptoms and postoperative death. Therefore there is no implication or allegation made against the mitraclip in terms of device deficiency or malfunction in causing pulmonary hypertension and right ventricular dysfunction, but it is more likely that the reported patient effects are associated with the underlying cardiac condition which includes absent or reduced lv function as stated above. The reported patient effects of hypertension and renal failure, as listed in the mitraclip system instructions for use (IFU), are known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Left ventricular dysfunction. The mitraclip is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.